Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized for heart failure symptoms. The rv lead displayed a lead safety switch. Device testing in unipolar and bipolar showed impedance measurements within acceptable limits. The patient was not dependent and no adverse patient effects were reported.